Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The healthcare provider was requesting compatibility guidelines for an MRI. The MRI was being done to determine if the pump has become "dislodged". Per the healthcare provider the patient¿s managing healthcare provider believes this happened 6 months ago as "it is sore to the touch" for the patient, "painful", and "feels like it¿s not in the right place".